Event description:
Patient was implanted with ti cannulated femoral nail construct on (B)(6)2012. Since (B)(6) 2012, the patient had been having slow progress as revealed through x-rays taken on an unknown date. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware in the left femur due to a non-union. Patient was revised with competitors hardware. No complications from the surgery were reported. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.